Event description:
Patient reported right side rupture leaked in lymph nodes confirmed by MRI and exchange from textured to smooth implants due to the patients concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.